Event description:
Procedure type: nephrectomy. According to the reporter: the balloon did not inflate. Used another to complete procedure. No bleeding. Nothing fell into cavity. No pt harm. Operating room time not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).